Event description:
It was reported the spring wire guide was found kinked during use on the patient. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the spring wire guide was found kinked during use on the patient. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one catheterization device for evaluation. Signs of use were observed on the device , including significant amounts of dried biological material inside the needle hub and cannula. Visual inspection revealed the guide wire was kinked near the proximal end. No obvious defects or anomalies were observed in the other components. Microscopic inspection of the guide wire confirmed the kink. The distal weld was observed to be present and appeared full and spherical. The kink in the guide wire was located 17 mm from the handle. The core wire length from the handle to the distal tip measured 4 3/8", which is within the specifications of 4 6/32"-4 12/32" per product drawing. The guide wire outer diameter measured 0.456mm, which is within the specifications of 0.432-0.457mm per product drawing. Functional inspection of the guide wire was performed per the product IFU which states, "stabilize position of introducer needle and carefully advance spring-wire guide as far as required into vessel using actuating lever (refer to fig.2)." Initially, the guide wire could not be advanced through the needle due to significant accumulation of dried biomaterial inside the needle. Once the guide wire was fully retracted from the needle cannula, the blockage was cleared. Upon reinsertion, the guide wire was able to fully advance through the needle with minimal resistance. A manual tug test confirmed the distal weld was secure on the guide wire. A device history record review was performed with no relevant findings. The instructions for use (IFU) provided with this kit warns the user, "precaution: if resistance is encountered while advancing spring-wire guide do not force feed. Warning: do not retract spring-wire guide against edge of needle while in vessel to minimize the risk of spring-wire guide damage." The customer report of a kinked guide wire was confirmed through complaint investigation of the returned sample. Visual inspection revealed the guide wire was kinked towards the proximal end, near the handle. After a blockage caused by dried biological material was removed, the guide wire was able to pass all relevant functional inspection. The guide wire also met all relevant dimensional requirements, and a device history record review was performed with no relevant findings. Based on these circumstances, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.